Event description:
The customer reported intermittent 541-014 (luminometer data invalid) condition codes that occurred with multiple patient and quality control samples when tested on a vitros eci immunodiagnostic system. The customer indicated the codes were occurring across multiple samples but only when using vitros ahcv, lot 3080. No erroneous patient sample results were reported out of the laboratory and there were no allegations of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that code 541-014 (luminometer data invalid) occurred on multiple patient and quality control samples while using the vitros ahcvreagent, lot 3080 on a vitros eci immunodiagnostic analyzer. Root cause for the 541-014 codes is likley to be related to low signal producing patient samples (signal below the vitros ahcv assay's minimum threshold). However, an instrument related issue cannot be ruled out as a contributing factor at the time of this report.